Manufacturer narrative:
Device evaluation: field service engineer (fse) visited site and discovered energy dropouts error to a possible problem with high voltage power supply. Part was replaced however, that did not resolve the problem so the thyratron assy was replaced which resolved the issue. Verified system was operating properly. Manufacturing records review: a review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the laser was misfiring. It was also reported that while setting fluence the laser displayed an energy dropout message forcing a refill. No patient involvement was reported.